Manufacturer narrative:
On-site investigation was performed. According to the received information, the spring of the nozzle unit was broken. Maintenance kit was replaced and issue was solved. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Device logs were not provided. Our conclusion is that the failure was caused by the replaced part, which resulted from not complying with the instructions in the service manual.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).